Manufacturer narrative:
Device evaluated by manufacturer, additional information: the return of the patient's implanted generator is not suspected to provide additional relevant information for the reported event.

Event description:
Information was received indicating that a patient had an infection at his vns generator site soon after he had his vns implanted. Follow-up was performed with the patient's physician and the infection was reportedly caused by (B)(6). The device was removed as a result of the infection. The patient reportedly had hyperactivity and scratched her wound. A review of the manufacturing records for the implanted generator confirmed it was sterilized per specifications prior to release for distribution.

Manufacturer narrative:
The initial report inadvertently stated that the patient's infection was caused by (B)(6) and the patient's hyperactivity and scratching at the wound, which was inaccurate.